Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level ranged in the 200-300s (mg/dl), which was addressed by delivering correction boluses. It was confirmed that the customer and will continue to use the pump and had manual injections available for continued insulin therapy.